Manufacturer narrative:
Based on the model number and serial number entered, this device is subject to the 2021 assurity and endurity pacemaker safety notification.

Event description:
It was reported that premature battery depletion was suspected on the pacemaker. The battery went from over a year of battery longevity to reaching the elective replacement indicator (eri) shortly after. The pacemaker is subject to the 2021 assurity and endurity pacemaker safety notification. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received at elective replacement indicator level. Device image analysis showed sharp drop in battery voltage and elevated battery current. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.